Manufacturer narrative:
Device is a combination product. B3 event date - estimated based on aware date of (B)(6) 2020. Device evaluated by MFR: a 12 x 2.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 26mm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty advancing a stent and stent damage occurred. During a percutaneous coronary intervention (pci) and while outside the patient, a 12 x 2.50 promus premier select stent could not be advanced. The device was removed out of the catheter and the metal was slightly bent upwards. It was noted that a person could feel that the metal was slightly bent upwards with their finger, and that the device had not been dilated. The procedure was completed with another of the same device. No patent complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Event date: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that difficulty advancing a stent and stent damage occurred. During a percutaneous coronary intervention (pci) and while outside the patient, a 12 x 2.50 promus premier select stent could not be advanced. The device was removed out of the catheter and the metal was slightly bent upwards. It was noted that a person could feel that the metal was slightly bent upwards with their finger, and that the device had not been dilated. The procedure was completed with another of the same device. No patent complications were reported in relation to this event and the patient was reported to be stable following the procedure.